Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of rite test failure ?earth leakage was confirmed during evaluation. Visual inspection revealed fluid present inside the bottle, pump and door assemblies. The assignable cause for the rite test failures earth leakage current was determined to be a shorted/inoperative pump assembly due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Device will be scrapped during servicing. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test